Event description:
A new case of meningitis was reported to cochlear americas in 2009. Per the audiologist, the patient¿s father reported on december 31, 2008 the patient had a headache. Over the next twelve hour period he developed a high fever and was taken to the emergency room. Over the next two days (date not reported), he started having seizures. The patient was reportedly in a coma for eight days (dates not reported). He was treated with IV antibiotics. Reportedly, the patient also developed pneumonia (date not reported). A spinal tap (date not reported) identified meningitis. The patient¿s father does not remember what strain it was but hospital personnel told him ¿it was not the serious kind¿. A CT scan was recommended to identify any cochlea ossification before the patient returns to the center to have the implant tested. The patient is currently in the hospital and is recovering.

Manufacturer narrative:
At this time there is no alleged device malfuction.